Event description:
The customer reported problems with the system during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet reported on results of the evaluation. (B) (4).